Event description:
Caller reported missing/darkened elements of the meter screen display. The reporter is aware of the malfunction, called manufacturer to report it. Requested return of device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.